Event description:
It was reported that the patient developed exit block with symptomatic full output pacing of the left ventricular (lv) lead. The lv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2006.